Event description:
Additional information indicated that, during patient support, the pump experienced placement signal low alarms began to appear. Repositioning was completed, the alarm remained intermittent.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data logs were reviewed, and the placement signal low alarms were confirmed. Optical signal metrics were all within specification throughout the case, indicating a reliable signal. Optical signal was reliable at this time, and both alarms were triggering correctly based on data log review. Since there are several different clinical factors that could have been contributing to the alarms/patterns seen in data logs that went unresolved, the root cause of the optical signal issue could not be determined. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem. B5 updated with additional information from the initial manufacturer device report number 1220648-2025-28811. H6 medical device problem code revised to include 4628 device repositioning 2917 device sensing problem from the initial manufacturer device report number 1220648-2025-28811.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer, ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient developed a hematoma at their impella cp access site following implant. Manual pressure was initially utilized to manage the condition. However, the bleed persisted, prompting forward tension sutures and an angle matching dressing to be applied. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Since the clinical reported that the patient's activated clotting time (act( was 297 at the time the repositioning sheath was being advanced, the root cause of the access site bleed was determined to most likely be anticoagulation management with high acts.